Manufacturer narrative:
Complaint (B)(4). Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states three lots of blue top tubes are not filling up to the fill line therefore the ratio of blood to anticoagulant is not correct. This is causing patients to be redrawn and delaying test results.

Manufacturer narrative:
Complaint (B)(4). Received 14pcs 454322/b2404345, 1 rack 454322/b240733f, and 32 pcs 454334/b2406337 for evaluation. Received customer picture. We have no remaining inventory of any of the claimed materials/batches. We have no further complaints on any of the claimed materials/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported errors. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. No visual deviations were noted for any of the returned samples. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No underfilling was observed for the returned 454322/b240733f or 454334/b2406337 samples. Therefore, this portion of the complaint is not duplicated. Some customer returned samples of 454322/b2404345 filled slightly lower than the tolerance range. However, the citrate to blood ratio is the important factor in coagulation testing. Mixing ratio between citrate and blood is still in normal range. Furthermore, there is no indication of deviations during the manufacturing process. We cannot know how the product has been handled/stored/transported since it left gbo. Do not use if product has sustained any damages. Therefore, this portion of the complaint cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion.